Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the t:lock/luer lock, interrupting insulin delivery. Subsequently, the customer experienced vomiting due an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the customer performed a supply change and administered a bolus via manual injection resolving the issue. No additional information was provided.